Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio was reported on the cgm mobile application. No additional patient or event information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. The root cause could not be determined.